Event description:
Procedure: gastric bypass per laparoscopy; according to the reporter: the anvil disconnected in the esophagus from the probe during the transesophagical pass. Another orvil was used; however, the white piece of the probe disconnected and remained joined to the device head. As a result, the surgery was lengthened one hour and a half. No pt injury was reported.